Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback fenestrated bipolar forceps was analyzed and found to have the main tube holder broken. Pieces of the main tube holder measuring approximately 12.66mm x 5.28mm and 9.43mm x 5.20mm were returned with the instrument. As a result of the broken main tube holder, the main tube assembly was found to be dislodged from its normal position. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted sigmoid colectomy surgical procedure, there were broken pieces in the peel pack of the force feedback fenestrated bipolar forceps. The procedure was completed as planned with no reported injury.